Manufacturer narrative:
On 11/12/2015 the field service engineer (fse) found pinch valve vl14b broken. The fse replaced vl14b to resolve the issue. The repairs were verified per established procedure. The beckman coulter internal identifier for this event (B)(6).

Event description:
The customer reported a broken pinch valve in the back of the coulter lh750 hematology analyzer during shutdown. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.